Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump. The customer stated that they received eight no delivery alarms recently. The customer's blood glucose was 6.1 mg/dl. The customer stated that the alams occurred mainly during normal basal delivery and once during a bolus. The customer stated that the alarms had occurred in the past and not at the time of the call. The customer confirmed that he had changed the infusion sets and insertion sites. The customer had not been receiving other alarms and stated that he was normally able to resolve the issue to resume insulin delivery. Troubleshooting could not be performed due to the alarm being a past event. Advised that a replacement insulin pump would be available. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.